Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a possible under delivery anomaly. The customer reported a blood glucose value of 19 mmol/l. The customer reported hyperglycemia treated with manual injection/insulin pen, and insulin pump. The event involved product(s) mmt-1895ww, mmt-7040x1, mmt-342, unomedical. Troubleshooting was not performed. No further patient complications were reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-1895ww. Product return for mmt-7040x1 is not expected. No product return is required for mmt-342. No product return is required for unomedical.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump and carelink. No alarms or alert noted during testing. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, corroded battery tube, corroded motor home switch. Please see below for the first ten boluses listed on the event date 03-oct-2024 in the pump history file. On (B)(6) 2024 00:04:30.000 normal bolus delivered (220), system time = (B)(6) 2024 00:04:30.000, bolus programming method: cl1micro bolus (5), bolus amount delivered: 250 (0.025 u) , on (B)(6) 2024 00:09:31.000 normal bolus delivered (220), system time = (B)(6) 2024 00:09:31.000, bolus programming method: cl1microbolus (5), bolus amount delivered: 500 (0.05 u) , on (B)(6) 2024 00:14:31.000 normal bolus delivered (220), system time = (B)(6) 2024 00:14:31.000, bolus programming method: cl1microbolus (5), bolus amount delivered: 250 (0.025 u), on (B)(6) 2024 00:19:31.000 normal bolus delivered (220), system time = (B)(6) 2024 00:19:31.000, bolus programming method: cl1microbolus (5), bolus amount delivered: 500 (0.05 u) , on (B)(6) 2024 00:24:31.000 normal bolus delivered (220), system time = (B)(6) 2024 00:24:31.000, bolus programming method: cl1microbolus (5), bolus amount delivered: 250 (0.025 u) , (B)(6) 2024 00:29:31.000 normal bolus delivered (220), system time = (B)(6) 2024 00:29:31.000, bolus programming method: cl1microbolus (5), bolus amount delivered: 250 (0.025 u) , on (B)(6) 2024 00:34:31.000 normal bolus delivered (220), system time = (B)(6) 2024 00:34:31.000, bolus programming method: cl1microbolus (5), bolus amount delivered: 500 (0.05 u) , (B)(6) 2024 00:39:31.000 normal bolus delivered (220), system time = (B)(6) 2024 00:39:31.000, bolus programming method: cl1microbolus (5), bolus amount delivered: 250 (0.025 u) , (B)(6) 2024 00:44:31.000 normal bolus delivered (220), system time = (B)(6) 2024 00:44:31.000, bolus programming method: cl1microbolus (5), bolus amount delivered: 250 (0.025 u) , (B)(6) 2024 00:49:37.000 normal bolus delivered (220), system time = (B)(6) 2024 00:49:37.000, bolus programming method: cl1microbolus (5), bolus amount delivered: 500 (0.05 u). Pump passed functional testing and no alarms or alerts noted during testing. Possible under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.